Manufacturer narrative:
(B)(4). The describe error was analyzed in the maquet germany laboratory. A leak was identified at the gas exhaust port. Several gas membrane fibers were leaking. (B)(4).

Event description:
On (B)(6) 2013, at (B)(6) hospital, quadrox-I (lot number 70085242) had a blood leakage from the small hole at the bottom of the oxygenator. (B)(4).